Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip, and cracked reservoir tube were noted. Numbers did not ramp up on their own or scroll bar moved with no input.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The insulin pump was frozen. She was unable to scroll down because the insulin pump was frozen. The insulin pump might have sweat on it because she wore it against her body. Customer's blood glucose level was 250 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.